Event description:
It was reported that during surgery the tip of ruler broke off. No delay or injury reported. A back up device was available.

Manufacturer narrative:
Reviewing the information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that the device broke, but there is no confirmation that the device broke inside or over the patients incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.